Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s husband stated earlier in the day, the patient passed out due to having low blood sugars. He indicated the cgm was displaying 67 mg/dl compared to the bg meter that was displaying 35 mg/dl. He provided her with glucagon and at the time of contact, the patient was doing better. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional event or patient information is available.